Event description:
It was reported that the customer had high blood glucose levels of 479mg/dl. The customer's current blood glucose level 156mg/dl. It was also reported that the customer had a bent cannula. The customer also stated that they had differences between their sensor glucose levels versus their blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.